Event description:
It was reported that the patient with this pacemaker exhibited no pulse and had chest compressions performed. Technical services (ts) reviewed the available information and noted the right ventricular automatic threshold (rvat) test was detected as greater than programmed amplitude or suspended. Ts recommended further evaluation with a boston scientific programmer. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.